Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation/repair. Repair evaluation found the touchscreen was cracked and the volume knob was broken. The touchscreen and touchscreen pcb board was replaced. The device was repaired and software was upgraded to the most current version. The device was tested to product specifications and returned to the customer.

Event description:
It was reported the mainframe stopped working during a case. There was no patient injury.